Event description:
It was reported that the battery cap was frayed, and could not be removed. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked case on he liquid crystal display window corners, cracked battery tube threads, loose drive support disk and missing end cap stickers.